Event description:
During a remote follow up, it was noted there was an error message received on the device. Technical support was contacted and recommended interrogation in clinic to resolve the event. An in clinic appointment is anticipated but not yet preformed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event. The patient was stable.